Event description:
Lead and aicd system implanted in 5/94, lead noted to be fractured resulting in pt receiving inappropriate shocks from aicd device. Required re-do surgery was performed defective lead capped and replacement lead and aicd implanted.